Event description:
It was reported that the iol exited the inserter in the correct manner during insertion in the patient's eye; however, the leading iol haptic was not fully unfolded and was caught on the capsulorhexis, causing the capsular bag to tear during manipulation of the trailing haptic. The iol was then removed from the eye. It should be noted that the patient had a history of weak zonules and a capsular tension ring (ctr) was also used during the procedure. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens was requested, but has not been returned to b and l for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation. See scanned page.